Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited elevated threshold measurements and no capture during an elective procedure to replace the associated device. Efforts to implant a replacement lead were unsuccessful due to a blocked superior vena cava (svc). The lead remains in service. No additional adverse patient effects were reported.